Manufacturer narrative:
One suspected device was received for evaluation. Visual inspection was performed and no anomalies were observed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The complaint cannot be processed because the customer has not reported any issue. However, the investigation identified lec 44509. As a preventive measure, the main board will be replaced.

Event description:
The customer returned the device stating, "device is for repair". During device evaluation it was found lec 44509. This is a high-priority error indicating a critical condition which may result in an interruption of therapy. There was no patient involved and no patient harm.